Event description:
An alarm issue was reported with the adc device. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced hypoglycemia, fatigue, vomiting, and confusion. Customer was unable to self-treat requiring third-party administration of fruit juice, and sugar water. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The user reported that they are unable to receive notifications in freestyle libre 2 application. An extended investigation performed and determined that there were no issues with the freestyle libre 2 application that would have led to the complaint. Attempts to replicate the users complaint using a similar configuration was performed and was not able to reproduce the complaint. Thus, this is complaint is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Per smartphone compatibility information, with use of application, the customer's device (phone) has not been tested for compatibility at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. Thus, this complaint is not confirmed. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced hypoglycemia, fatigue, vomiting, and confusion. Customer was unable to self-treat requiring third-party administration of fruit juice, and sugar water. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An alarm issue was reported with the adc device in use with [android/ios]. The user reported that the low glucose alarm on the freestyle libre 2 application did not sound again after the alarm had been dismissed. During troubleshooting the user was advised that if the alarm was dismissed, the user's glucose would have to rise again before another low alarm is presented. Per the user manual for the freestyle libre 2 system, only one alarm will be received per low glucose episode. Therefore the complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with [android/ios]. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced hypoglycemia, fatigue, vomiting, and confusion. Customer was unable to self-treat requiring third-party administration of fruit juice, and sugar water. There was no report of death or permanent injury associated with this event.